Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead was dislodged as evidenced via diagnostic imaging and failed to capture. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in on piece with the helix found partially extended and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. After cleaning, the helix was able to fully extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.